Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver's usb cable connector was burnt on (B)(6) 2015. Patient did not report any injury or medical intervention.